Event description:
It was reported that the patient experienced an inadequate stimulation following a lead revision procedure (MFR report number 3006630150-2026-01258). All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads , upn: m365sc8336500 , model: sc-8336-50 , serial: (B)(6), batch: 7090348, UDI: (B)(4).